Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00494534_1644408-2025-00609; 508-32-101, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
The patient was unhappy with his current implants/ wanted a revision. Male 77yrs.